Manufacturer narrative:
Concomitant medical devices: 5867-3m, crdm adaptor, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted numerous short ventricle to ventricle intervals on the right ventricular (rv) lead post-operatively. The rv lead remains in use. No patient complications have been reported as a result of this event.